Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a painful hip and stem revision. The modular restoration was implanted with biolox delta 36mm head.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Device evaluation indicated that bony matter was observed on the proximal body of the stem and some black matter was observed just below the trunnion of the stem. A material analysis has been performed and indicated that: "micro motion and corrosion were observed on the machined tapered surface of the v40 femoral head. Corrosion product were also observed on the stem neck near the trunnion." The mar concluded that "no material or manufacturing defects were observed on the components examined." The x - rays received did not indicate the reason for revision. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
It was reported that there was a painful hip and stem revision. The modular restoration was implanted with biolox delta 36mm head.